Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address significant pain and inflammation blood work showed low levels of metal ions. Patient also had a metal on metal bearing combination. Significant trunnionosis and metallosis was detected during operating. Surgery was performed to removed metal head and liner.

Manufacturer narrative:
The patient was revised to address significant pain and inflammation blood work showed low levels of metal ions. Patient also had a metal on metal bearing combination. Significant trunnionosis and metallosis was detect during operating. Surgery was performed to removed metal head and liner. The reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.